Event description:
Customer's mother reported that the customer experienced high blood glucose readings of 494 mg/dl after dinner and suffered stomach aches. Mother stated that the high blood glucose readings started in the morning after a set change. Customer's blood glucose readings at the time of the set change were 224 mg/dl. Customer stated that they will be treating with a shot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.